Event description:
It was reported, that fluoroscopy imaging showed an insulation breach/externalized conductors on the right ventricular (rv) lead. No electrical anomalies observed. The rv lead was explanted and a new rv lead was implanted. There were no adverse health consequences to the patient.